Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter. A catheter tubing kink was observed near the y-fitting approximately 75.7cm from the iab tip. An underwater leak test of the balloon, catheter tubing, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally, no alarm sounded. The reported event cannot be confirmed by the evaluation. However, kinks can cause difficulty filling the iab. We are unable to duplicate the clinical settings. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was a "autofill alarm generated after every two hours. The hospital staff restarted the pump and received the same alarm. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was a "autofill alarm generated after every two hours. The hospital staff restarted the pump and received the same alarm. There was no reported injury to the patient.